Event description:
It was reported by a customer that a specific patient dataset showed deviations in the milling result (templates used to adjust the radiation field with the multileaf collimator) and the printouts of the protocol. This error is linked to the unix stp planning module virtuoso software.